Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of an unspecified quantity of the integrated apd set w/cassettes leaked. This was occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Update made to b3/d10: asku - the events occurred on an unspecified date, reported as "within the same month" (previously submitted as ni). Update made to b5: the affected quantity was at least [five (5) or six (6)] (previously submitted as unspecified quantity). The events occurred during priming (previously submitted as unspecified process step). Additional information: h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.